Manufacturer narrative:
Due to character restrictions in block e1, e1 event site city full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) manifold test failed.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) manifold test failed. There was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is: (B)(6). Corrected field: e1 (event site telephone) , h6 (medical device ¿ problem code). Updated fields: b4, d8, d9, e1 (event site address), g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions,component code). The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev h, sn: (B)(6)_asco drive manifold assy, this part was received with a reported unit failure message of failed drive manifold leak tests. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and passed within the factory specifications. The fat dept. Could not verify the failure message of drive manifold leak tests failed. Drive manifold assy. Passed testing. Retaining drive manifold assy. In the fat dept the fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). Running results were good. A standard inspection was performed.